Event description:
Abbott diabetes care (adc) received a fimea user report which reported the following information: a lay user reported an alarm issue with an unknown adc device. According to the reporter, the alarm function was enabled and properly configured; however, the low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer reportedly experienced severe hypoglycemia and subsequently passed away. The reporter stated that the missing alarm resulted in a delay in timely intervention, which allegedly contributed to the death. The death is suspected to be associated with a severe decrease in blood glucose levels; however, a death certificate has not been provided at this time. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
This complaint was received via user report and has been reported to fimea. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and unknown adc product freestyle libre (all libre sensors), no trends were identified that would indicate any product related issues. An investigation for the unknown adc product freestyle libre (all libre sensors) concluded the same most probable root cause associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.